Event description:
The manufacturer received information related to an everflo oxygen concentration. Per the work order received, the customer's complaint was confirmed - continuous alarms, sieve beds blown, solenoid not switching regulator broken, and the power cord is chewed up.. During the evaluation from the fasc, the following were replaced: 1038825, 1114952, 1038824, 1129417, 1038831, and 1039642. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device was evaluated by a factory authorized service center.

Manufacturer narrative:
The manufacturer previously reported information they received related to an everflo oxygen concentration. Per the work order received, the customer's complaint was confirmed: continuous alarms, blown sieve beds, broken solenoid not switching regulator, and chewed-up power cord. During the evaluation from the fasc, the necessary parts were replaced to address all the above-mentioned issues.